Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used during the implant procedure. The helix of the lead would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.